Event description:
After an implantation period of approximately 65 months a loss of capture and increasing pacing impedance were reported. Provocative maneuvers did not show any noise or artifacts on ventricular near field channel. The device was reprogrammed and remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.